Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cream by a medical professional, the patient could not recall the name of the medication. Follow up indicated that the irritation improved .